Event description:
The customer stated she was hospitalized on two separate occasions for diabetic ketoacidosis. Troubleshooting was not performed as the customer did not have supplies with her during the phone call. The customer's doctor felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.